Event description:
It was reported to philips that the host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the cmos battery was depleted. To resolve the issue, the fse replaced the battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.